Event description:
It was reported that the customer mistakenly entered 9.0 u/hr basal rate into the pump. Reportedly, the customer has dyslexia. Customer's blood glucose level was impacted (approx 30 mg/dl); however, at the time of the report, customer's blood glucose level had improved.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.